Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2138500; model: sc-2138-50; serial: (B)(4); batch: 119163. Product family: scs-linear leads; upn: m365sc2208500; model: sc-2208-50; serial: (B)(4); batch: 179449.